Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During the procedure, the hub of the flexor raabe guiding sheath separated. The procedure was completed with no harm to the patient. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, drawings, instructions for use (IFU) and quality control was conducted during the investigation. The returned device was examined. The flare was well formed and meets specification when measured using a go-no-go gauge. The flare and cap fit together correctly. There is no evidence to suggest the product was not manufactured per specification. The root cause of this failure is undetermined. We will continue to monitor for similar complaints.

Event description:
During the procedure, the hub of the flexor raabe guiding sheath separated. The procedure was completed with no harm to the patient. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.